Event description:
It was reported that the surgeon was injecting an aq2010v silicone three-piece lens and noted that one haptic was torn off in the cartridge prior to insertion. There was no patient contact or injury.

Manufacturer narrative:
Evaluation:visual inspection of the returned product found the lens loaded in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could noted be determined. It should be noted that the injector was not returned for evaluation.